Event description:
It was reported that during the implant procedure when using the torque wrench to tighten the set screw, the screw became loose and then dropped. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary - (B)(4) no anomalies were found. Visual examination of the connector block found the grommets and setscrews were missing.